Event description:
It was reported that during inspection for use, the endoeye flex deflectable videoscope image did not display. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for evaluation, and the reported failure was confirmed. Additionally, peeling of the image was observed and noise was present in the image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is electrical/electronic component problem and expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.